Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states that they have noticed the architect analyzer generating falsely elevated ipth results. The patient results provided were: architect = 100pg/ml; another lab non-abbott method = 57pg/ml. The customer has noticed that the patients (66%) have pth values over the reference ranges (68 pg/ml). There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
The customer stated that the architect intact pth assay results were elevated when testing patient samples. They also found that the proficiency survey they completed indicated that the architect method as a whole over recovered for most of the samples when compared to a consensus of the methods. A review of complaint reports received to date identified normal complaint activity for this issue. A review of historical testing using architect intact pth reagent kit ((B)(4)) lot numbers 02112e000 and 01212g000, represents the performance of the product, as the lot number for this complaint is unknown. All the accuracy testing performed met acceptance criteria. The customer was referred to a study, "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010 for additional information. The architect intact pth package insert was reviewed and the customer was directed to the "limitations of the procedure" section and also the "expected values" section to address this issue. Based on the investigation it has been determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.